Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient¿s ipg was reaching end of life. It is unknown if this occurred prematurely. Additionally, it was reported that the patient experienced ineffective therapy. X-ray imaging revealed migration of both leads. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein ipg and leads were explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.